Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during arcr the device sparked and stopped working just after beginning of the use. It was brand new and the first use when the issue occurred. There was no surgical delay or harm to the patient. The backup device was used to complete the case. Additional information received from the affiliate on 6-22-2016. The electrode started to spark just after the surgeon started to use it. It was reported that the device sparked inside the patient. The device was new.

Manufacturer narrative:
The device was received and forwarded to the supplier for evaluation. The device was visually inspected. The active tip shows signs of activation. There is evidence of melting at the proximal end of the manifold. The rest of the device has no other visible issues. A functional test was then performed. The device was checked for minimum, default and maximum values against vapr vue software with no issues noted. No further functional tests were conducted due to the visible tip damage. The root cause of this event has been reviewed against the risk analysis and is consistent with the expected outcome of such an event. A CAPA investigation (B)(4) has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. All of this will be determined from the CAPA investigation and documented in the CAPA file. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other complaint for this lot of (B)(4) devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).